Event description:
See MFR# 3004209178200903254. It was originally reported that the pt thought her device was not working and that she was feeling horrible. She does not have a pt programmer. Every time her device was reprogrammed her hips hurt, arms get stiff and she shakes. These symptoms last for several days. The pt felt that her device has never really helped her. It was later reported that her right hand "turns inside out" and it gives her hip problems. She does not know if this was the case of prior to turning stimulation, due to her shaking so much without stimulation. She does have some symptom relief. Her device has been reprogrammed. The pt's device kept turning off. She still does not have a pt programmer. She was still having issues with her device system. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)